Manufacturer narrative:
A2) patient age - average age, 67. A3a) patient sex - females 4, males 7. A3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D1) exact brand name is unknown; however, this is for a phoenix atherectomy catheter. D1/g) address listed reflects the specification developer. D4/g4/h4) the lot number was not provided, thus the following information is unknown: brand name, model/catalog number, unique ID, expiration date, 510k number and manufacture date. E) although the journal article originated from italy, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, hematoma and occlusion are listed as possible complications with use of the phoenix atherectomy catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 29may2021) ¿endovascular treatment of calcific lesions of the common femoral artery using atherectomy device associated with scoring balloon angioplasty in diabetic patients with high ¿major amputation¿ risk¿. The study retrospectively aimed to investigate the outcomes of patients with calcific lesions in the common femoral artery undergoing endovascular procedures with atherectomy device and scoring balloon angioplasty combined with treatment of steno-occlusive disease of the remaining arterial districts of the lower limb. A total of 11 diabetic patients at high risk for ¿major amputation¿ were enrolled in the study between january 2015 and december 2018. Philips volcano phoenix atherectomy catheters were used during the procedures. Procedural complications included 5 minor amputation, 1 brachial access hematoma treated with sphygmomanometer compression of the hematoma, new compressive bandage and blood transfusion, and 1 re-occlusion of the cfa and underwent a new endovascular procedure. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the philips volcano devices. Additionally, the date of procedure was not listed for these events; therefore, 29may2021 has been used, the date of publication. Morosetti, daniele,chiocchi, marcello,argirò, renato,salimei, fabio,nezzo, marco,vidali, sofia,gasparrini, fulvio,meloni, marco,uccioli, luigi,gandini, roberto. 2022. Endovascular treatment of calcific lesions of the common femoral artery using atherectomy device associated with scoring balloon angioplasty in diabetic patients with high ¿major amputation¿ risk vascular, 30(3): 463-473. Https://journals.sagepub.com/doi/10.1177/17085381211019244 this report captures the serious injuries that occurred after use of the phoenix atherectomy catheter. There was no alleged malfunction of any philips volcano devices in use during the procedure.